Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after receiving the pump, the customer connected the pump to a power source. Reportedly, the pump remained off despite the attempt of multiple usb cables and power sources. There was no impact to the customer's blood glucose level, as the pump was not being used on the patient at the time of the event. Reportedly the customer had an alternate pump for insulin therapy.